Manufacturer narrative:
The two xience v everolimus eluting coronary stent systems indicated are being filed under the same MFR number.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the patient underwent stenting of the dist rca, mid rca, and prox rca (all lesions pre-dilated) with three xience v stents. In 2009, the patient was re-hospitalized with unstable angina and diagnosed with a non-st-elevation myocardial infarction. Clopidogrel and aspirin were administered. The ultrasound revealed poor stent apposition throughout the rca and in one portion of the proximal mid right coronary artery, there was an aneurysmal segment that was likely caused by acquired incomplete stent apposition (isa). The patient was treated using non-compliant balloons followed by placement of another company's stent in the mid distal segment of the right coronary artery where the hyperplasia was most significant. No additional event or patient information is available.